Manufacturer narrative:
MFR's report date: 6/5/98. File # 03-98-015. The device was not returned to the MFR for investigation. The pump was evaluated and tested by the user facility and no fault was found. The device has since been placed back into use with no further problems. The user facility is aware that this model is not designed, nor intended to detect infiltrations. It has been determined that this was a user related incident, and that the instrument did perform per MFR's specs. Section h3. Not a device related issue; device performed within spec. Infiltration is due to nursing site management protocol.